Event description:
It was reported that, "revision took place because the stem became loose due to osteolysis."

Manufacturer narrative:
Summary of eval: the root cause of the reported event could not be determined based on the limited info provided. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional info becomes available then it will be submitted in a supplemental report.